Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure ¿ (stent dislodgement). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (stent dislodgement). Unknown - (root cause could not be determined). (Root cause could not be determined).

Event description:
Physician was attempting to implant 1 resolute integrity drug-eluting stent (2.50mm x 18mm) in a lesion but was unsuccessful. It was reported that the stent was ¿stripped.¿ patient was treat with a non-mdt stent (2.50mm x 12mm). No clinical sequelae were reported.